Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that shortly after implant, an increase in capture and decrease in sensing were found. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.